Event description:
It was reported that the left ventricular (lv) lead dislodged while slitting the catheter and a catheter wire was exposed. The lead was repositioned and remains in use, no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.